Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 0 units. Reportedly, the cartridge was filled with 160 units of insulin. The customer¿s blood glucose level was 299 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.